Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not be a reportable event. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not be a reportable event. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01728.

Event description:
It was reported that the provisional shell got locked to the cup positioner and could not be removed. Presumably the provisional shell is screwed onto the threads of the inserter. An additional device was used to complete surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.